Manufacturer narrative:
(B)(4). The lot number provided does not belong to the manufactured product therefore the device history review could not be conducted. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: two clips were broken when they came out of the applier. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.